Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the tpn was leaking from cadd solis vip high flow tubing set at cartridge and leaking into cadd solis vip pump. This was a recurring problem. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A sample was received for evaluation. The sample was visually inspected under normal conditions of illumination as procedure. The sample was received incomplete, tube after pressure plate is broken. During leak testing, the sample received was set using a hydrostat vessel as procedure. During testing, a leak was observed escaping from the join of the pump tube from the outlet side; thus, failure mode reported is confirmed. Based on the analysis conducted with the sample received, the failure could not be reproduced. However, the occurrence for this failure condition could be caused by the operator not inserting the tubing / components together quickly, causing solvent to dry before insertion and creating delamination. An awareness complaint notification to the production personnel was conducted by quality engineer.